Event description:
Complainant alleged that while cardiovert a patient the device failed to discharge. Complainant noticed that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing of the device, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.